Event description:
Enteral feeding malfunctioned infused 1000cc of tolorex (liquid nutrient).rate was set at 63 cc/hour. Incident was discovered 5:30am on 4/8/94. At 9:30 blood sugar was 37. Physician notified. Orders received. Blood sugar back to normal range 10:00 pm 4/8/94.